Event description:
It was reported the cannula retracted. The pod was worn for between 1 and 4 hours. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed, and no issues were found with the needle mechanism that could cause a retraction of the cannula. No problems were found regarding the reported needle mechanism complaint. Timeouts and a drive stall were observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. No damages were observed that would contribute to the high pulse width w/ drive stall and subsequent 0x40 alarm. The observed 0x40 alarm is independent of the reported complaint.